Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. To evaluate the performance with regard to specificity, retained kits of the complaint lot number were tested in a specificity set-up across 3 instruments. All control values met specifications and the results were in the typical range and no false reactive results were obtained. The generated data demonstrate that the performance is not compromised. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect havab-igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase in (B)(6) architect havab-igg and havab igm results (12 samples in a 3-day period, (B)(6) 2019). The 12 (B)(6) samples were sent to another laboratory and tested using an alternate method which generated (B)(6) results. No adverse impact to patient management was reported.